Manufacturer narrative:
(B)(4).

Event description:
Customer indicated when they went to open the kit the stylet outside of the PICC noted to be bent at 45 degree angle in tray. They grabbed another stylet and used it with the catheter that was in the kit. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer indicated when they went to open the kit the stylet outside of the PICC noted to be bent at 45 degree angle in tray. They grabbed another stylet and used it with the catheter that was in the kit. No patient harm reported.